Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side" implant is sitting high up." Patient reported later "pain, rash under the breast, swelling in the hands (not device related), leaking and collapsed capsule." Device remains implanted.